Event description:
It was reported that this loop recorder monitor was unable to record. (B)(6) technical services (ts) refer patient to manufacturer this device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).